Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) no battery detected issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d5, e1( initial reporter name: matt howard), e2- unknown, h6 (health effect ¿ clinical codes, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and found a short in the ac line cord. Ac line cord was only charging cardiosave if line cord was placed in a certain position. To fix this issue fse replaced ac line cord. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
N/a.